Manufacturer narrative:
Corrected data: d4 serial and UDI updated/corrected.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The pump was returned for investigation. Data log review was not required for this case run. According to the clinical details, the leak was reported from the pressure reservoir without impacting the purge parameters. No damage was observed on the returned pump. The pump was then primed, and no leak was observed after priming for 30 minutes. The purge sidearm clear casing was opened and, after close examination, no abnormalities were observed. The purge side exit was blocked to create high purge pressure and verify the leak; however, the purge leak was not reproduced and there was no evidence of fluid leak in this case. No issue was found on the returned product.

Manufacturer narrative:
The pump was returned for investigation. No damage was observed on the returned pump and the purge leak could not be reproduced. There was no evidence of fluid leak in this case. No issue was found on the returned product. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 had a purge leak. The pump was explanted and replaced. No patient harm was reported.